Event description:
It was reported that the insulin pump had an unresponsive up arrow button and that sometimes the down arrow button skipped numbers. The blood glucose reading was 270 mg/dl. The customer stated that he had issues with the auto off feature shutting off his insulin pump; he advised that this was why his blood glucose levels were higher than usual. The most recent blood glucose reading was 139 mg/dl. No significant events leading to the keypad issues were observed other than the buttons just wearing out. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to flattened button dome switch. Unable to perform displacement, basic occlusion, occlusion, prime, no delivery test and verify auto off alarm anomaly due to unresponsive button. Insulin pump received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.